Event description:
A report was received that the pt underwent a pocket revision, due to pocket discomfort. The pt is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.